Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The external drainage system (evd) (ID unknown) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the probable root cause for the reported complaint could be due to incorrect user technique. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an extraventricular drain (evd) (ID unknown) was required for urgent neurosurgical intervention to facilitate cerebrospinal fluid (csf) diversion. During flushing, a breakage occurred in the line. The patient developed a fever, prompting csf collection, which tested positive for enterococcus faecalis. This necessitated intravenous antibiotic treatment and replacement of the evd due to infection. Further device failures led to an additional system replacement. During a routine change, the evd bag connection snapped, requiring the neurosurgery team to replace the entire setup. A second evd replacement was later needed following another positive csf culture.